Event description:
It was reported that during a colon resection, when the device was fired the staples did not release, it would not staple. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.